Manufacturer narrative:
The manufacturer previous reported information alleging a low min vent alarm occurred multiple times on a trilogy evo device. When the alarm occurred, the patient's saturation dropped, therefore they started manual ventilation. The patient's saturation recovered, and the patient was connected to a back-up ventilation device. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated during operational testing. Functional testing was performed and confirmed there was no abnormaility in the sensors. It has been determined the low min vent alarm was caused by a factor other than the device.

Event description:
The manufacturer received information alleging a low min vent alarm occurred multiple times on a trilogy evo device. When the alarm occurred, the patient's saturation dropped, therefore they started manual ventilation. The patient's saturation recovered, and the patient was connected to a back-up ventilation device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.